Event description:
It was reported that during inspection the screen was defective and the characters were failing on the cs100 intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The fse opened the screen and cleaned the inside then reconnected the cables and internal flats. The unit ran for more than 2 hours without any issues. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.